Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the catheter shaft was shaft severed in half. No irregularities on the shaft of the device were noted. The inner shaft was measured and met specification. Functional analysis was not completed due to the damage of the catheter shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a atherectomy treatment procedure, the catheter broke. The target lesion was located in the non-tortuous and non-calcified right distal superficial femoral artery. This 2.4mm jetstream catheter was inserted; however, it would not track over the apex of the sheath. While trying to advance the catheter it broke. The physician cut the catheter in half in order to remove it without losing guide wire access. The procedure was completed with a different device. No patient complication were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a atherectomy treatment procedure, the catheter broke. The target lesion was located in the non-tortuous and non-calcified right distal superficial femoral artery. This 2.4mm jetstream catheter was inserted; however, it would not track over the apex of the sheath. While trying to advance the catheter it broke. The physician cut the catheter in half in order to remove it without losing guide wire access. The procedure was completed with a different device. No patient complication were reported.